Event description:
Customer took regular dose of nph at 6am. At 12 pm their blood glucose was 178mg/dl, at 5pm blood glucose was 97mg/dl. The customer was found on the floor at 7:30pm, their blood glucose was tested with a result of 58mg/dl. Paramedics were called and they tested and received a result of 38mg/dl. The customer was given glucose and taken to the hosp. Their medication was changed from nph to lantus. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.